Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: a complaint of IV line cracking during use was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because the lot number is invalid. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd alaris pump module smartsite infusion burette set the line was damaged. Customer reported that patient was exposed to possible infection from an open IV line to central line. Customer has not confirmed patient was treated or confirmed an infection. The following information was provided by the initial reporter: verbatim: the patient was post-op for a tef repair when the IV line cracked. Patient was exposed to possible infection from an open IV line to central line.